Event description:
Technical services received a call on 8/12/11. Caller stated increase since (B)(6) 2011 in impedance on this rv lead. Impedance was 410 ohms back in (B)(6). Today it is 1070 ohms, 14 mv 1.4 v threshold. Unipolar got 320 ohm impedance. Threshold to 0.6 v @ 0.6 ms. Left unipolar pacing and bipolar sensing. Isometrics negative for noise reproduction. No reported patient symptoms. 0% rv pacing. Dr. (B)(6) at (B)(6) is going to continue to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).